Manufacturer narrative:
An event of retraction problem and material deformation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient presented with right bundle branch block (rbbb). A navitor valve was chosen for implantation utilizing a small flexnav delivery system. The valve was too shallow so it was recaptured. The valve could not be fully returned to the valve capsule, even when the recapture wheel was maximum applied and the micro adjustment wheel was applied. The flexnav was brought in the descending aorta where the valve capsule was observed to be deformed near the distal end. The flexnav and navitor were removed from the patient, and replaced with a new device. In this case, the returned device analysis confirmed the reported material deformation of the valve capsule. Additionally, it was observed kink on the inner shaft (tube). The reported retraction problem could not be replicated in a testing environment due to the returned conditions of the device (deformed/kinked device). Based on the available information, the reported retraction problem appears to be related to the reported material deformation of the valve capsule. However, the cause for the report material deformation of the valve capsule could not be determined. The observed kinked inner shaft was likely due to post-procedural handling. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Furthermore, this complaint was reviewed by abbott representative. The reviewer stated that, "one still fluoroscopy image was provided. The imaged showed the damaged capsule and partially recaptured valve. From this single image, it is difficult to determine the cause of the issue."

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 02 april 2024, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The patient presented with right bundle branch block (rbbb). Pre-dilatation was performed via balloon annular valvuloplasty (bav). During first deployment attempt the valve was too shallow so recapture was attempted. At this point, the patient's rbbb worsened to complete heart block. The valve could not be fully returned to the valve capsule, even when the recapture wheel was maximum applied and the micro adjustment wheel was applied. The flexnav was brought in the descending aorta where the valve capsule was observed to be deformed near the distal end. The flexnav and navitor were removed from the patient without patient injury, and replacement 25mm navitor ((B)(6)) device were implanted successfully at a depth of non-coronary cusp (ncc): 2mm, left coronary cusp (lcc):3mm utilizing a small flexnav (lot: 9119719). The patient left the operating room with a temporary pacemaker. The next day, the patient's heart block resolved back to the pre-existing rbbb. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure.